Manufacturer narrative:
The device was not returned for analysis; however, the log files from the tactisys quartz system and ensite case study were returned. The log file and case study analysis concluded that the catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following the final ablation in the coronary sinus an effusion in the right ventricle was observed on an echocardiogram and later confirmed with fluoroscopy. A pericardiocentesis was performed to stabilize the patient.